Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vibratory alert for high, out of range hv lead impedance was observed via remote transmission. Programming changes were recommended. No further information available.

Manufacturer narrative:
A partial lead with six segments was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
New information received notes that the lead was explanted and replaced. The patient's condition was stable.